Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain. Update: 5/29/2013 - litigation papers received. Date of implant has been provided. There is no additional information that would affect the outcome of this investigation. Update 11/10/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated altr, corrosion, instability, malpositioned cup, and impingement. The cup wasn't revised. The cup and stem are being added to the complaint. The complaint was updated on:11/30/2015.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and elevated metal ions.